Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardiac monitor exhibited loss of sensing. It was noted that only noise was present on the echocardiogram (ECG). The device was explanted and replaced. The patient was stable.